Event description:
It was reported that technical services (ts) was contacted to review shocks the patient received from their subcutaneous implantable cardioverter defibrillator (s-ICD). Ts noted the shocks were appropriate for torsades de pointes and ventricular tachycardia (vt) and ventricular fibrillation (vf) storm. Ts also noted some functional undersensing during shock confirmation which increased the time before shock delivery. The field representative noted the patient was also getting externally shocked every couple minutes by the emergency room staff. The s-ICD was reprogrammed and tachy mode was turned off. A dual chamber implantable cardioverter defibrillator (ICD) was later implanted as the physician believed the patient would benefit from pacing support. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was emitting tones due to the s-ICD reaching end of life (eol). The s-ICD system remains implanted. No adverse patient effects were reported.

Event description:
It was reported that technical services (ts) was contacted to review shocks the patient received from their subcutaneous implantable cardioverter defibrillator (s-ICD). Ts noted the shocks were appropriate for torsades de pointes and ventricular tachycardia (vt) and ventricular fibrillation (vf) storm. Ts also noted some functional undersensing during shock confirmation which increased the time before shock delivery. The field representative noted the patient was also getting externally shocked every couple minutes by the emergency room staff. The s-ICD was reprogrammed and tachy mode was turned off. A dual chamber implantable cardioverter defibrillator (ICD) was later implanted as the physician believed the patient would benefit from pacing support. The s-ICD system remains in service. No adverse patient effects were reported.